Event description:
As reported by the edwards field clinical specialist, the patient had a massive stroke three days post transcatheter aortic valve replacement (tavr). Per report, the sapien valve was deployed successfully, however, there was a procedural complication of a torn chordae tendineae at a2. This resulted in severe mitral regurgitation (mr). The patient remained hemodynamically stable with no medications. It was decided to take the patient to the ccu intubated and observe him overnight. If there was no resolution of the mr he would be taken to surgery for a chordal repair. Additional investigation revealed that the next day, the patient underwent surgical mitral valve replacement. The valve type of the mitral valve was not known. Either during the procedure or following the procedure, the patient experienced a massive stroke. The patient's family decided to discontinue life support and the patient passed away a couple days later.

Manufacturer narrative:
The device is not available for analysis as it is unknown if it was explanted after the patient's expiration. In addition, there is no allegation of device dysfunction. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. In this case, the root cause for the stroke cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.